Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic suture needle was found to be dull during combined phacoemulsification and antiglaucoma surgical procedure. The product was replaced with another one from different lot and the new material demonstrated adequate performance and fulfilled its intended function. No patient health impact has been reported.